Event description:
It was reported that during an iliac stenting procedure, difficulty with stent movement had occurred. The wallstent 9x35x75/iliac 6f unistep plus was positioned and upon withdrawal of the deployment mechanism, the physician reported resistance. The stent had "migrated proximally", but was not malpositioned. Attempts to reposition were unsuccessful, as were attempts to snare the stent. The pt began complaining of right leg numbness. Bilateral lower extremities were noted to be cool. The physician performed a pelvic arteriogram which showed partial thrombosis of both iliac segments with some clot in the distal aorta. The physician documents that emergent aortobifemoral or aortic bypass graft surgery was going to be required and notified the pt's primary care physician and cardiovascular surgeon, who arrived promptly to the radiology specials suite. The pt was informed of the complication, consented to emergent surgery, and was taken to the operating room immediately. The pt tolerated surgery and was taken to the i.c.u. It has been reported that the pt was discharged to home in 7 days later.